Event description:
It was reported that during surgery the middle piece of the device takes no graft. There was a delay less than 15 minutes. There was no harm or injury to the patient or operator. No additional unplanned graft required from the patient. Alternate device was used to complete the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined this device was out of calibration. The shaft and sleeve bearings were replaced and the device recalibrated and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Phone number: (B)(6). Customer has indicated that the product is in process of being returned. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the middle piece of the device took no graft during surgery. There was no harm or injury to the patient or operator; there was a less than a 15 minute delay. No adverse events were reported as a result of this malfunction.